Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer's blood glucose was 197 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) of "high" on the continuous glucose monitor. Cause was not known. A correction injection via manual injection was delivered to address bg.